Manufacturer narrative:
This is an ongoing investigation. Any add'l info will be provided in a follow up report.

Event description:
According to the report, bioglue was used on a dural suture line approx 3 months ago. Approx 3 weeks post-op, the pt presented with an alleged infection. The surgeon removed the bioglue and cultured the bioglue and surgical site. However, the results were negative.